Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent failed to expand reported event of stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was implanted during a stenting procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 6cm malignant stricture in the mid esophagus due to esophageal cancer. Reportedly, the patient¿s anatomy was tortuous and had been dilated prior to stent placement. Two hours post-procedure, fluoroscopy was performed and the physician noted that the stent had migrated to the stomach. It was reported that the stent was not fully expanded. The physician removed the stent using rat tooth forceps. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.